Event description:
It was reported that an ilet user asked how to lower dosing and was advised that dosing is algorithm based. The user had experienced a high after running out of insulin, then announced a ¿breakfast¿ which was followed by a low blood glucose and treatment with oral glucose, indicating an improper method and user interface interaction contributed to the event. Education was provided not to announce meals to correct highs symptoms included hypoglycemia and hyperglycemia ranging from 45 mg/ dl to 400 mg/dl. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.